Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted a hole measuring (0.013") on the catheter shaft and (0.3915") from the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. A labeling review is not required because labeling could not have prevented the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, when customer entered the hcu, they noticed that the catheter shaft was wet, and it seemed like urine was leaking from the area where the shaft and funnel were connected. Per follow up information received via ibc on 11jun2024, the customer had not heard of a balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, when customer entered the hcu, they noticed that the catheter shaft was wet, and it seemed like urine was leaking from the area where the shaft and funnel were connected. Per follow up information received via ibc on 11jun2024, the customer had not heard of a balloon rupture.